Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields:h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (10) ten years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely assumed that the image is obscured due to a fault in the printed circuit board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found poor image quality with an intermittent blank out due to a faulty printed circuit board. Additionally, faded text was found on the front panel. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii video system center was plugged in, and all of a sudden, the output went dark, then bright, and back to dark. The issue was found when the device was being inspected at receiving. There was no procedure and no patient involvement. There were no reports of patient harm.